Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 570 mg/dl on (B)(6) 2026. The customer addressed the high blood glucose by a correction injection via manual insulin therapy and did not require assistance from a third party. To resolve the occlusion issue, the customer changed the infusion set and cartridge. Ultimately, the customer reverted to a back up pump for insulin therapy.